Event description:
Reporter indicated a vns pt was accidentally programmed to 1ma of current after initial vns implant surgery. The pt's vns was disabled. An interrupted vns diagnostics test is suspected. The flashcard has been requested for return but has not been received to date.